Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that video system center displayed lamp error e105 (output problem) due to loose connections of cables on the boards. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, h3, and h6. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be identified, looseness of the cable connection of the board was confirmed, and from this is was presumed ¿error code e105¿ occurred due to looseness. Olympus will continue to monitor field performance for this device.